Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, causing elevated blood glucose levels on (B)(6)2024. The patient replaced the infusion set, adapter, and battery. She was taking corticosteroids, rocephin and ceftriaxone (antibiotic) due to flu. On (B)(6) 2024 at 05:00 am, the patient went to the hospital due to high blood glucose levels and nausea. The patient was diagnosed with diabetic ketoacidosis. She was admitted to the ICU, the pump was removed, and she was treated with insulin. She was also given a drip of "potassium, rocephin, and dipyrone." On (B)(6)2024, she reconnected the pump and noticed an insulin leak between the insulin cartridge and the transfer set. She dried the pump's cartridge compartment, but when reconnecting, insulin leaked again. At the time of the phone call, the patient was still in the hospital.